Manufacturer narrative:
The insulin pump was received with partial display due to cracked lcd glass. The insulin pump was received with torn keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a broken display and had many scratches. The customer's blood glucose was unknown. The customer agreed to return device for analysis.